Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was showing comm loss with all monitored transmitters. They found that a construction crew had disconnected one of the network devices by accident, which caused the issue. Reconnecting the device resolved the issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: based on the available information, the root cause of the issue is human error. The issue was resolved after the network device was reconnected. The issue was due to accidentally disconnecting a network device. There is no malfunction of an nk device. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) was showing comm loss with all monitored transmitters.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing communication loss with all monitored transmitters. The customer also reported that they found that their construction crew disconnected one of the network devices on accident, which caused the issue at hand. Issue resolved. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure.

Event description:
The customer reported that their central nurse's station (cns) is showing communication loss with all monitored transmitters.